Event description:
It was reported that the patient presented to the clinic for a routine follow-up after receiving his final radiation treatment. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed.

Manufacturer narrative:
(B)(4).